Event description:
It was reported that the patient experienced a gradual return of symptoms over the last 2 months. It was stated that simulation never really worked and the patient had never been happy with it. It was noted that the patient had procedures for melanoma and thought the stimulation was on. The patient had more treatments coming up. The patient did not feel stimulation at this time. Additional information received reported that the patient would turn stimulation off because, she would feel a ¿pulling¿ on the left side. This was stated to have started 6 months ago. The patient adjusted stimulation and still felt the pulling. It was also mentioned that the patient had the same issue with the new patient programmer as she did with her old one and she was not able to make an adjustment either with or without using the patient programmer antenna. It was noted that the patient had no stimulation sensation. Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. It was later reported that of the event was unknown and hospitalization was not required. A healthcare professional had not seen patient since 2011 (B)(6) and at that time, the patient was doing better and was doing well. Additional information received reported that the patient thought that their device was not working and noted the time frame at one year. It was noted that the patient didn¿t feel stimulation and didn¿t have the patient programmer.

Manufacturer narrative:
Product ID 3889-28, lot# v772374, implanted: 2011 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).